Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was failing op check for a faulty pads cable. There is no indication of patient involvement.